Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for lvp air in line. CAPA #: (B)(4) for iui damages CAPA #: (B)(4) for broken lvp door latch. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/18/2013 to the present date 11/24/2020 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device is broken/damaged. There was no patient involvement.